Event description:
It was observed during the device evaluation, that the subject device had minor stains under the lg cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found minor stains under the lg cover glass. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.